Event description:
It was reported that during a percutaneous coronary intervention (pci) with stent implantation the stent moved on the delivery balloon. The 8.0x30mm express ld stent was placed inside the patient. The stent moved within the markerbands, but remained on the balloon. Another stent was used to complete the procedure. The patient remained stable and no complication was reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filled. (B)(4).